Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The analyst noted that the lead was returned with stylet still inserted in lead. Stylet could be removed from lead, kinks were observed on stylet. Using a stylet sample to perform test, a stylet sample passed through the lead coil lumen without obstruction. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the color of the knob was gray.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure insertion / retraction difficulties of the stylet into the right ventricular (rv) lead were encountered. The lead was attempted / not used and replaced. No patient complications have been reported as a result of this event.